Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a laperscopic hysterectomy, the surgeon inserted the delineator and snapped the position lock in place. During the procedure, the 3rd year resident physician was pushing cephalad very firmly on the delineator. The delineator tip perforated the uterus between the fundus and cervix. The resident physician said the position lock slipped, causing the colpotomy cup to shift, resulting in a perforation. No injuries resulted. Procedure resumed. Ad750-ke35 uterine manipulator 2026-05-0000074.